Event description:
After clip deployed, could not get sheath out. End cap of plunger came off. Md pulled back, rotated 180 degrees, took film, clip there, removed sheath. Plastic tip of casing that houses plunger was found to be missing - not known if sheared off in patient's breast or as part of clean up.

Event description:
After clip deployed, could not get sheath out. End cap of plunger came off. Md pulled back, rotated 180 degrees, took film, clip there, removed sheath. Plastic tip of casing that houses plunger was found to be missing - not known if sheared off in patient's breast or as part of clean up.